Event description:
The therapist reported having a problem with the left hand pendant. There was a patient on the couch. With the pendant enable bars depressed, the therapist pressed thumbwheel for couch vertical movement. She stated that on two separate occasions on this day, after pushing thumbwheel for a single motion, several motions occurred simultaneously (gantry, collimator, couch angle started to move). She immediately released the thumbwheel for couch vertical, but the motions only stopped when the pendant enable bars were released. After the second time this occurred, they unplugged the pendant from the couch and called for service. There were no injuries as a result of this event.

Manufacturer narrative:
The technician replaced chip u9 on the pendant controller pcb and the problem disappeared. This product problem is still being investigated. A supplemental MDR will be submitted when the investigation is complete.